Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion seal degradation. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed a lifted downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, corroded battery compartment, rusted battery door, and scratched rear label. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso seal was lifted. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.